Event description:
Reporter alleged the customer received the results of 143 mg/dl, 60 mg/dl and 148 mg/dl on the compact plus system compared back to back with a result of 32 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated the patient had a seizure prior to the readings and was treated with glucose intravenously, a sandwich and coke after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.